Manufacturer narrative:
The device history record of the reported set lot has been investigated by maquet cardiopulmonary (B)(4). Thereby no abnormality was found. Moreover, no scrap record for the related material was found. Also, the "in-process control" form has been revised with the 100% visual control of the bc sets. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
(B)(4).

Manufacturer narrative:
Maquet cardiopulmonary (B)(4) received the product formanufacturer laboratory investigation. During a visual inspection, small cracks and damages were found aroundthe filtrate side of the connector. For the further investigation, the product will be sent to the supplier.

Event description:
(B)(4).

Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet (B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Description from the customer report: "during patient use, the leakage was found at the filtrate port. The customer replaced the device. No adverse effect to the patient" (B)(4).

Manufacturer narrative:
Gambro/baxter evaluated the issue by performing a device history record review, a visual inspection of the available photograph and a sample investigation. The sample returned to gambro/baxter was investigated by baxter technical support. Damaged fibers were observed. According to technical support, the automated 100% fiber integrity test would have picked up this kind of failure if it had happened during production at gambro/baxter. High flow or pressure during preparation or preprocessing of the product may have caused this type of failure. A DHR review for lot 4-1205-h-01 was performed, and showed that in that lot, (B)(4) units were produced. The lot was released on 2014-11-28. No anomalies were found for this lot number and no similar complaint was reported for this lot number. Based on the available information, there is nothing to indicate a general lot issue. The available information does not indicate a systemic issue. Based on the results of the investigation and trending for this issue, no further investigation or action is warranted, and consequently, the complaint investigation will be closed.

Event description:
(B)(4).